Event description:
It was reported that the ilet pump screen was separating from the device, and the user transitioned to subcutaneous insulin via pen as backup; the reported blood glucose was 200 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact beyond the need for backup therapy and device replacement. Investigation included complaint handling and replacement logistics with instructions to sync data, shut down the device, and return it using the provided label. Investigation of this case revealed a damaged or delaminated display component. It was concluded that the device exhibited a hardware screen defect and a replacement was issued.